Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 30mm watchman laa closure device & delivery system (wds) were used. The procedure was completed successfully with the closure device being implanted in the laa of the patient. There were no patient complications that were reported to have occurred. The patient was on a direct oral anticoagulant (doac) plus aspirin for their post procedure medication regiment. At the patient's 45-day follow-up procedure the physician changed the patient's medication to dual-antiplatelet therapy (dapt). No device related thrombus was noted at this time. At the 12-month follow-up transesophageal echocardiogram procedure it was noted that the patient had a device related thrombus. No additional information is known at this time.